Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore 10 retention samples were visually inspected with no issues being identified. Additionally, further functional testing was performed and all samples tested within specification limits; no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, needlestick based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® urine complete cup kit that the needle remained in the vacutainer tube when the sample was removed from the urine collection cup. A healthcare worker received a minor abrasion on their thumb when handling the vacutainer tube. Post exposure blood work was obtained and tested. There was no health impact or consequence reported. The following information was provided by the initial reporter: "when an employee went to remove the vacutainer tube from the urine collection cup lid needle, the needle came out of the lid. Customer wasn't expecting the needle to be on top of a tube, and went to put the tube down which resulted in a minor abrasion on her thumb. If exposure occurred was there any post exposure testing or medical intervention? Yes, the bloodwork is underway, and the patient information and results are available."